Manufacturer narrative:
The product was returned and examined. The examination of the fracture surface determined that the fracture initiated at the recess of the thread form. Evidence of fatigue was present. Fracture progressed rapidly beyond the fatigues portion as if an abrupt overload was experienced. Evaluation determined that the breakage was not due to a material or manufacturing defect.

Event description:
The complainant claims that the screw broke.